Event description:
It was reported that the patient, who was a participant in the (B)(4) study, is deceased. The death occurred three years one month post implant. The cause of death is unknown. The physician had no complaint related to the device. The adverse event committee of the study classified the relatedness of the adverse event to the procedure or device as "unknown" and the death has been classified as "unknown".

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).